Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on interface frequency board. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call that the insulin pump alarmed multiple radio frequency failed selftest alarms. Customer's blood glucose was 116 mg/dl. Customer reported that the device did not count up the bolus correctly. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.